Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the leaflet damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted at a2p2 without issue. The transeptal puncture was as posterior as possible however height in the left atrium (la) above the mitral valve (mv) was inadequate creating difficulty with steering the second clip delivery system (cds) down to the mv and grasping leaflets. During grasping the posterior mitral leaflet (pml) was perforated therefore the clip was not implanted the cds removed. No treatment was provided for the perforation and the procedure was completed with the mr reduced to a grade of 3-4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult positioning and positioning failure appear to be due to procedural conditions. The reported tissue damage appears to be a cascading event of the difficult positioning. Additionally, the reported patient effect of tissue damage is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.